Event description:
On 2/14/92, a feeding gastrostomy tube was inserted in the operating room utilizing a #24 silkolatex rusch-gold balloon catheter with a 15cc balloon capacity. Prior to insertion, the balloon was tested with 15cc of sterile saline. Post operatively, the patient developed gastric like drainage from around the catheter/incision. On 2/18/92 the patient was returned to the operating room for a revision gastrostomy at which time the balloon of the catheter was noted to be ruptured. The catheter was maintained and all the #24 silkotex rusch-gold catheters are being kept in the risk management officedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.